Manufacturer narrative:
Patient information was not provided. The user report did not disclose the event date. The information will be provided in a supplemental report if and when made available. The model number provided in the user report is 16-02-95. However, this model number is not distributed in the USA. The correct model number is unknown. The serial number was not provided and the unique identifier (UDI) number could not be identified. The information will be provided in a supplemental report if and when made available. As the model number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the date of manufacture could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (mw5065324) stating that a patient was found to be infected with an unusual organism.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Multiple attempts have been made to contact the customer regarding additional information related to the patient's condition and any potentially involved device(s). However, no further information has been received, and no further investigation is possible. It is unknown if the reported infection is related to a device issue.